Event description:
A (B)(6) male patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2021. On (B)(6) 2022, novocure received a report that the patient fell down the stairs and sustained a head injury that required staples and sutures. Optune therapy was temporarily discontinued. On (B)(6) 2022, it was confirmed the patient was on optune therapy at the time of the fall. On (B)(6) 2022, the prescribing physician reported that the patient had been hospitalized for a few days for the event although provided no further information or causality assessment.

Manufacturer narrative:
Novocure opinion is that the contribution of the arrays to the skin laceration requiring surgical intervention cannot be ruled out. The fall was unrelated to optune. Skin laceration is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (1% and 1% in optune/tmz and tmz arms respectively). Fall is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (8% and 3% in optune/tmz and tmz arms respectively).